Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument fired improperly by spitting clips (the packaging with batch number was not saved). Another clip applier was opened and worked fine. There was no consequence to the pt.